Manufacturer narrative:
The device was returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely a high-energy treatment device was used without ensuring a sufficient distance from the tip. In regards to the foreign material, it is likely reprocessing could not be properly implemented due to leakage found during testing. As a result, foreign material may have remained in the area. Olympus detected this issue during device servicing, and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the investigator indicates that the distal end and c-cover were burnt likely due to a high-energy treatment device being used without ensuring a sufficient distance from the tip. Additionally, foreign material was found on the jet tube. There was no patient involvement.